Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experiencing ongoing, intermittent high blood glucose (bg) levels (200's mg/dl) and correction boluses were delivered to address the bg level. The customer did not know the cause of the high bg. As the high bg levels had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.